Manufacturer narrative:
Concomitant medical products: addr01 ipg; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented with dyspnea. The right atrial (ra) lead exhibited undersensing during some atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use. No further patient complications have been reported as a result of this event.